Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or weak battery alarm noted. Unit was received with battery inside the pump. No time/clock anomaly noted. Unit passed the dat test at 0.08685 inches. Pump was received with cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and stained end cap sticker.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was at 371 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer had a delivery alarm and motor error before the low incident. The customer believes the pump was over delivering. Troubleshooting was not completed. The customer stated the time and date on the pump was wrong. The insulin pump will be returned for analysis. Pump passed functional testing.